Event description:
Complainant alleged that during biomed testing and routine preventative maintenance, the defib energy output was below manufacturing tolerance specifications. The complainant indicated that there was no pt involvement in the reported malfunction.